Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that after applanation and flap procedure the flap was found decentered. Surgeon decided to convert patient to photorefractive keratectomy (prk). Prk procedure completed successfully.